Manufacturer narrative:
Device evaluation of belt has been completed. The reported problem (service code 2184) was confirmed. Per 91c0011, the cause for service code was due to defective belt node to therapy electrode assembly. The root cause for the service code 2184 was the defective bn to te assembly. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt displayed service code 2184.